Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: per phone call with surgeon on (B)(6) 2011, he commented that this patient had several risk factors that he had discussed with her and her family and that it was unfortunate but not surprising with what he found during the surgery. He again expressed that he had no issues with our devices." It was learned that the patient expired post-operatively due to multisystem organ failure. Date of death has not been provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was reported as an explant at implant. Per the operative report: the valve was seated without difficulty. Sinotubular junction was sized and we elected to put a 26mm gelweave tube graft and this was anastomosed to the proximal aorta buttress with a layer of felt on the outside with a continuous 3-0 prolene. Suture lines were reinforced with bioglue. It was pressurized and found to be hemostatic aortic cross clamp was removed. The area was packed extensively and after an appropriate period of reperfusion, cardiopulmonary bypass was weaned without too much difficulty. Aortic root vent was removed. The coronary sinus catheter was removed. Protamine sulfate was administered. Initially the surgical field looked quite dry, and with time became filled with more red blood. The packing demonstrated some bleeding coming from the inferior aspect of the proximal and distal most anastomoses. We were able to get the distal one in a reasonable manner but could not get to the proximal ones. During his intervention the anterior part of the proximal anastomosis also began to bleed quite profusely "cardiopulmonary bypass was resumed" examination of the suture line for the proximal anastomosis demonstrated some tearing of the aortic tissue. This area was reinforced (on the inferior aspect using a series of interrupted 4-0 pledgeted stitches. We examined the anterior wall of the aorta and found it almost completely delaminated from the interposition graft and with further examination was found to be fairly extensive and also involved the upper aspect of the right coronary artery. After some further examination, we felt there was no way to salvage this and it was necessary to perform a "bentail". The previously placed valve was removed and pledgets retrieved.